Manufacturer narrative:
Additional information: a2, a3, b6, b7: mean and mode used. B3: publication date used as event date. The devices were not available; therefore, product testing on the actual devices could not be performed. The devices identifiers were not provided; therefore, the device history records for the device lot numbers could not be reviewed. A review of the device labeling, including the risk analysis, was completed. Hyphema, elevated iop and decreased/impaired vision are identified as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Each reported event is an established risk associated with use of the device. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
The following was reported through a review of the article titled ¿outcomes of istent inject versus kahook dual blade surgery in glaucoma patients undergoing cataract surgery¿. Reportedly, following cataract plus trabecular microbypass stent system procedures, there were cases of postoperative hyphema, with one (1) eye having a complete hyphema associated with decreased visual acuity within one (1) week postop. Reportedly, most of the hyphema cleared spontaneously. Additionally, three (3) eyes had intraocular pressure (iop) spikes postoperatively. Through follow-up, the following additional information was received. Per report, the surgeon believes that the patients'' history of pseudoexfoliation glaucoma contributed to the hyphema in the one (1) eye associated with vision decrease. Additional information has been requested. Please see attached article for further details. Reference doi: 10.1097/ijg.0000000000002243.